Manufacturer narrative:
Findings: unable to verify button keypad anomaly and unexpected numbers ramping due to cracked and bleeding lcd glass. Moisture damage found on the electronic assembly during visual inspection. No moisture damage found on the battery tube and vibrator assembly noted. However, found moisture damage on the keypad assembly noted. Pump received with cracked case, cracked battery tube threads, minor scratched lcd window, broken reservoir tube lip, cracked end cap and scratched reservoir tube window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 192 mg/dl. The customer states that numbers ae ramping on their own and the scrollbar is moving with no input. The customer was advised that the up and down button may be stuck. The customer was advised that the insulin will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.